Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency in this single procedure? One did the event occur during one or multiple patient procedures? One. The similar event has been reported before and the pc# is (B)(4). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One (1) foil packaging containing one (1) winding formed with one (1) detached needle and suture outside its packaging that pertain to the product code vcp303. During the visual inspection of needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a shunt creation procedure on an unknown date and suture was used. During an shunt creation surgery, the needle had been detached from the suture. It was not a control release needle. The doctor said that the suture was often detached from the needle recently and the nurse said that the same event occurred twice. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.